Event description:
Manufacturer received a report from the dealer stating that the consumer alleges the seat frame broke, causing the consumer to fall out of the chair. As a result the user sustained a broken leg.